Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows a replace cartridge alarm on (B)(6) 2015; deliveries never resumed. The last bolus delivery was recorded on (B)(6) 2015. Pump history shows the pump was manually suspended on (B)(6) 2015 18:31 and manually resumed at 18:39. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No eaw¿s occurred during testing. Unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.